Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's right ventricular lead was found to have over-sensed myopotentials, resulting in high ventricular rate episodes. No intervention was taken. The patient was stable throughout and no symptoms were reported.